Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure with one balloon used at two separate levels. Intra-operatively, surgeon left the balloon inflated on one side of the vertebral body then proceeded to fill with cement on the contralateral side. When the balloon came into contact with the cement in the vertebral body it ruptured. No patient complications have been associated with the event.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.